Event description:
Synovitis [synovitis]. Right knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a (B)(6) male pt, initials unk with osteoarthritis (kellgren-lawrence grade IV with severe prior effusion). (B)(4). The pt's medical history was not provided. On (B)(6) 2000, the pt initiated treatment with first intra-articular synvisc (hylan g-f 20) injection in right knee (first course), dosage regimen not provided. The lot number of synvisc was not provided. On (B)(6) 2000, the pt experienced synovitis of right knee. On unspecified dates in (B)(6) 2000, the pt had mild right knee effusion with 30 cc of slight turbid fluid aspirated. Later, he again underwent arthrocentesis and 15 cc of clear yellow fluid aspirated from right knee. The pt was treated with intra-muscular celestone (betamethasone) at a dose of 2 cc for synovitis treatment was not provided. The outcome for the event of right knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for both the events was mild. The reporting physician assessed the relationship between synvisc and the event of synovitis of right knee as definitely related and did not provide the relationship with the event of right knee effusion. F/u info was received on (B)(6) 2013 and the pt initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Eval summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: (B)(4). The benefit risk profile of the product is not altered by this point.